Event description:
On (B)(6) 2012, a patient contacted baxter technical services (bts) and reported he had peritonitis. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event and the following information was obtained. On (B)(6) 2012, the patient began peritoneal dialysis (pd) therapy. On an unknown date in (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The nurse indicated, the patient was on vacation and hospitalized in (B)(6); therefore, the amount of information she had pertaining to the event was limited. The cause of the peritonitis was unknown. The patient was treated with an unspecified antibiotic therapy, so the nurse assumed the peritonitis was a bacterial infection. At the time of this report, the peritonitis was ongoing but the patient was recovering. Pd therapy was ongoing. It was unknown if the patient remained hospitalized at this time. The nurse stated the peritonitis was unrelated to any baxter solutions, disposables or devices.

Manufacturer narrative:
(B)(4). This report of peritonitis is not confirmed and the cause was not identified because the disposable set was not returned to baxter, lot number was not provided for a batch review and the user did not describe any types of malfunctions, use errors or other issues that might have caused the reported problem.

Manufacturer narrative:
(B)(4). This is report 1 of 3. The lot number was unknown and a sample was not available. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.